Event description:
The recover care hi/lo bed was plugged into the wall outlet in patient's room. Pt. Was moving bed up and down, the outlet began to smoke. No open flame noted. Bed unplugged. One prong of three prong plug had melted into outlet. Pt. Evacuated from room.====================== manufacturer response for pt.s at risk to fall, recover care hi/lo bed======================none at this time.